Event description:
Reporter alleged passing out after stating obtaining blood glucose back to back result of 458 & 293 mg/dl however no result previous to the alleged incident could be provided. It was reported customer stated glucose was low, but no value was provided before passing out for 6 hours before emergency medical technicians (emts) were called and their device measured 35 mg/dl. Reporter stated being treated with liquid sugar in a tube and taken to the hosp, their result unk, however was kept overnight while being treated with dietary adjustments. A request was made for the return of the suspect device and replacement product was sent.